Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was displaying a "possible helium leak" the iabp has been exchanged with a functioning one. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp helium loss alarm is not able to be confirmed. The pcs assembly was replaced by a service technician. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was displaying a "possible helium leak" the iabp has been exchanged with a functioning one. There was no report of patient death, serious injury or complications.